Event description:
It was reported that during the implant of the leadless implantable pulse generator (ipg), the patient¿s anatomy was very challenging and the delivery system was too large to adapt a normal ipg placement. The physician expressed concern about possible damage to the inferior wall from the delivery system, ipg and introducer after contrast injection. It was possible that tines on the ipg were deployed unintentionally during contrast injection as this behavior was observed at least two times during the procedure. After the third try the ipg was implanted to a high septal position and the patient became hypotensive. A perforation was confirmed which resulted in tamponade and pericardial effusion. An emergency pericardiocentesis was performed and the patient was treated with intravenous medication. The patient stabilized; however a review of fluoroscopy images showed a contrast infiltration to the pericardium during the first injection. The patient¿s condition did not improve after a few hours as the bleeding was still active. The patient was taken into surgery where a surgical patch was used to fix an inferior wall injury. The patient is now stable and recovering. The ipg remains in use. It was noted that the patient is taking part in the (B)(6) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.